Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1900718 was manufactured on 05/30/2019 a total of 2,232 pieces. Lot was released on 06/05/2019. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that some clips were found detached from the cartridge slots and broken upon opening the package, during preparation for an operation. Therefore, a new package was opened instead.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the cartridge was returned with no clips remaining. The cartridge appears used as there is biological material present on the cartridge. The clip applier was not returned. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "broken parts - clip - info not provided" was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that some clips were found detached from the cartridge slots and broken upon opening the package, during preparation for an operation. Therefore, a new package was opened instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips were found detached from the cartridge slots and broken upon opening the package, during preparation for an operation. Therefore, a new package was opened instead.